Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the one of the prongs at the tip of the inserter that the cage sits in is broken. During the insertion of the interbody, surgeon expanded the interbody. After confirmation of the placement of the cage, he reattached the inserter, collapsed the cage, then advanced the cage more anteriorly and expanded the cage. Surgeon felt that the inserter was loose on the implant and observing the tip of the inserter, one of the prongs were missing. Ap and lateral xr were taken and evaluated by radiology. Also, before insertion of the interbody, it was identified that the tip of the inserter drive shaft was broken off. This instrument was not used during the procedure. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event.